Manufacturer narrative:
Age at time of event: about (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10435. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal stent struts were bent. A 3.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was then advanced but also failed to cross the lesion. The device was removed and it was noted that the distal part of the stent struts were bent. The procedure was completed with another synergy and promus stents. No patient complications were reported and the patient's status was fine.